Event description:
Healthcare professional reported, right side rupture. Confirmed with mammogram and ultrasound. And capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as fold flaw opening. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device. Observed, 40 mm dark patch edge material inside gel device. Observed, wear abrasion on the device.

Event description:
Healthcare professional additionally reported right "textured". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker iii.

Event description:
Healthcare professional reported right side rupture confirmed with mammogram and ultrasound and capsular contracture baker grade iii. Device remains implanted.